Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image flickered when the camera cable was moved.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from olympus india, the reported image noise could have been attributed to the failure of the cable unit due to unexpected stress on the cable. The cable could be twisted due to user handling. If additional information becomes available, this report will be supplemented.